Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: does the surgeon believe that any of the patient events reported (pain, treatment with antibiotics/anti-inflammatories, re-operation) is related to the use of the ethicon prolene suture: I do not have an answer for you. I did have 1 case where I was sure that the problem is the prolene suture, and I removed it. But this case was unusual as she had local signs. We certainly have patients with pain who do not have prolene sutures.

Event description:
It was reported via journal article that the patient underwent cochlear implant and tie-down suture was used, secured to channels drilled in the bone. Following the procedure, the patient possibly experienced pain. The patient may have possibly required reimplantation, experienced local signs and underwent removal of suture. Additional information has been requested.